Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative reported that the viewing station of the imaging system and imaging system connections were reestablished. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system displayed "initializing pleas wait" when attempting to perform a confirmation image acquisition. The imaging system was reported to have been able to perform a navigation image acquisition. The viewing station of the imaging system displayed that the system could not connected and find the calibration file path and a restart was required. The imaging system was restarted 3 times and could not progress past the prompt. There was a reported delay to the procedure of less than 1 hour due to this issue. The surgeon opted to complete the procedure without the use of the imaging system. There was no impact on patient outcome. No additional information was provided.